Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking near the female connector where the minicap is connected. The event was further described as, ¿leak at the cap attached to the dark blue part of the transfer set¿. This was observed during use of the device peritoneal dialysis (pd) therapy. It was further reported that the leak was coming from the twist clamp area or where the cap meets the transfer set. The patient was given prophylactic antibiotics as a precautionary measure. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.